Manufacturer narrative:
Follow-up # 1 ¿ (05/13/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (06/03/2014). The patient¿s meter has been returned on 5/22/2014 and evaluated by lifescan product analysis on 5/27/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio iq meter read inaccurately erratic. This complaint is being classified based on the customer service representatives (csr) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy started on (B)(6) 2014 at 6:01 p. M. When she obtained a blood glucose result of ¿217 mg/dl¿ with the subject meter. Immediately after, the patient stated she developed symptoms of ¿fainted, headache, and tired¿. At 6:02 p. M. The patient retested her blood glucose and obtained a result of ¿223 mg/dl¿ with the subject meter. At 6:37 p. M. The patient tested her blood glucose again and obtained a result of ¿147 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (novomix- 10 units in the morning, 18 units in the evening; novorapid- 8 units at lunch) and stated, she continued with her usual diabetes management regimen in response to the alleged inaccurate result(s) obtained with the subject meter. The patient denied receiving any medical treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.